Manufacturer narrative:
Initial and final MDR (B)(4).- MDR device 4 of 12.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient faced twelve infusion set kinked events on 21-jan-2024. The events occurred after three hours of insertion. The insertion site was at the abdomen. The blood glucose levels was 200 mg/dl at the time of events. The patient replaced infusion sets and resumed insulin successfully. Unomedical do not see kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available